Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. However, customer reported that the date and time were incorrect. Customer was able to correct without assistance. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 135 mg/dl.